Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The visual and functional inspections found no abnormalities with the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported on behalf of the customer that touch panel showed error e333 (touch panel error code) on the visera elite ii video system center during a therapeutic procedure. The device was inspected before use. The intended procedure was completed with another similar device. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.